Event description:
The subject device is a transcutaneous electrical nerve stimulator (tens) designed to deliver electrical signals through electrodes placed on the skin. Pt reported to us on (B)(4) 2011 that on (B)(6) 2011, she received an electrical shock that she attributed to her tens device (our device). Pt stated that she was reaching to open the refrigerator when she felt a shock that "knocked her 2 feet into the air and to the ground." Pt stated that the shock seemed to go through her implanted device (which is not our device). Pt stated that she was unable to speak for several minutes. Pt denies any residual pain, dizziness or other symptoms after event. Pt did not seek immediate medical attention but did later speak with her physician. Device use was discontinued.

Manufacturer narrative:
Other type of reportable event. This is an event in which, were it to recur, might lead to a serious injury with a probability that is not negligible. Evaluation and conclusions will follow in supplemental report after device evaluation. Patient has not returned the device for testing.